Event description:
Patient had hip drainage after have an abg2 revision on (B)(6) with a securefit stem.

Manufacturer narrative:
The following other hip devices were also listed in this report: secur-fit max 127 hip stem #8, cat# 6052-0830s, lot# mma8a3; delta c-taper head 36mm +7.5, cat# 18-3675, lot# 36745601; trident psl ha cluster 56mm, cat# 542-11-56f, lot# d5pmpd; 6.5 cancellous bone screw 20mm, cat# 2030-6520-1, lot# mjpjed; 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mjtt6n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Patient had hip drainage after have an abg2 revision on (B)(6) with a securefit stem.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported manufacturing lot or the sterility lot referenced in this event. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.